Event description:
After one inflation, the attempt to withdraw the catheter from the guide wire resulted in the products freezing together. The two devices were removed successfully from the patient together as a unit. Once outside of the patient, the devices were forcefully pulled apart (against IFU) and the soft tip separated from the catheter.